Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4).failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Volumetric's and air sensor checks were performed and tested in specification. When an air bubble of 0.4 ml was introduced the pump alarmed as intended. The air sensor was tested for air in tubing and fluid in tubing, and both tests were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: air in the tubing from the pump towards the patient. The air did not reach the patient. The nurse stated that she did not get any air in line alarms from the pump.